Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("3 elongated metallic wires with attached metallic coils. The largest piece") in a 23 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of paratubal cyst, endocervicitis, endometrial polyp, adenomyosis and pelvic pain. On (B)(6) 2019, she experienced device breakage (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopy, bilateral salpingectomy, removal of essure). The reporter considered device breakage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: specimen received in formalin labeled right and left fallopian tubes and consist of 2 fallopian tubes both with attached fimbria largest measuring 5 x 0.6 cm identified attached to the fimbriated end is a 0.6 cm cyst filled with a clear fluid. The serosa is purplish tan. The second fallopian tube measures 4.5 x 1 cm. The serosa is purplish tan. On sectioning both lumens appear patent specimen received are 3 elongated metallic wires with attached metallic coils. The largest piece measuring 12 x 0.2 cm. The 2 coils each measure 2 cm in length. Noted is a 0.8 x 0.5 x 0.3 cm piece of soft tissue attached to one of the wires. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("3 elongated metallic wires with attached metallic coils. The largest piece") in a 23 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of paratubal cyst, endocervicitis, endometrial polyp, adenomyosis, adenomyosis and pelvic pain. On (B)(6) 2019, she experienced device breakage (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopy, bilateral salpingectomy, removal of essure). The reporter considered device breakage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: specimen received in formalin labeled right and left fallopian tubes and consist of 2 fallopian tubes both with attached fimbria largest measuring 5 x 0.6 cm identified attached to the fimbriated end is a 0.6 cm cyst filled with a clear fluid. The serosa is purplish tan. The second fallopian tube measures 4.5 x 1 cm. The serosa is purplish tan. On sectioning both lumens appear patent specimen received are 3 elongated metallic wires with attached metallic coils. The largest piece measuring 12 x 0.2 cm. The 2 coils each measure 2 cm in length. Noted is a 0.8 x 0.5 x 0.3 cm piece of soft tissue attached to one of the wires. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.